Manufacturer narrative:
(B)(4) - occlusion is labeled in the IFU. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with instructions for use (IFU) which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case, the IFU states: "inability to maintain patency of at least one internal iliac artery or occlusion of an indispensable inferior mesenteric artery may increase the risk of pelvic/bowel ischemia." The failure mode assigned to this case is deployment. The failure mode was assigned based on the provided event description. A definitive root cause can not be determined or reported at this time. We will continue to monitor for similar complaints.

Event description:
A male pt underwent aaa repair on (B)(6) 2010. The pt's proximal neck diameter was a bit large, but length was long enough. Therefore, the physician considered the pt's anatomical form was suitable for aaa repair. Confirmatory angiography revealed that a slight proximal type I endoleak, and then the physician placed the main body extension, however, the endoleak was not resolved. So the physician thought the endoleak was not type I endoleak, but type ii endoleak. Confirmatory angiograph also revealed that a type I endoleak from the distal side of the left iliac leg graft. The physician placed the iliac leg graft, and the distal type I endoleak was resolved. A c-arm was used to see the bifurcation of the right internal iliac artery. It was needed to see with lao (left anterior orientation), but in fact the c-arm was used with rao (right anterior orientation). Because of that, the exact bifurcation area was not specified. Then the physician selected the longer iliac leg graft and it occluded the right internal iliac artery. The pt's current status is fine.